Event description:
From the call center: I am having pain on the left side of my stomach for 2 weeks. Also, on the right side where the stimulator is since last night. It is hurting really bad. My stomach is swollen and bulging out. Patient also called customer service with a complaint of pain on the left side of her stomach for 2 weeks and recent pain where the ipg is. I called her back and she had already reached out to her physician's office and was going to set up an appointment to be seen. She was implanted (B)(6) 2023.